Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Investigation of the returned device showed the catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, it was noted that the tip of the catheter appeared bent on fluoroscopy. The catheter was exchanged and the procedure was continued and completed.